Manufacturer narrative:
The event date is unknown. Except for the distal section adjacent to the ball tip, the entire coil was returned stretched and removed from the microcatheter. The coil unraveled out of the soldered section. The echelon 10 microcatheter passed inspection and functionality testing. The echelon 10 microcatheter most likely did not contribute to the field complaint except as noted below. The most likely contributing factor to the coil becoming stretched when being retracted from the inside the aneurysm was due to the coil becoming anchored on itself, the coils already dwelling inside the aneurysm, or on the distal tip of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the cashmere 14 platinum microcoil ((B)(4)) stretched upon removal from an acom aneurysm, and then it was stuck inside an echelon 10 microcatheter from covidien. There was no adverse event reported, and the component will be returned for analysis.

Manufacturer narrative:
During the procedure, the cashmere 14 platinum microcoil ((B)(4)) stretched upon removal from an acom aneurysm, and then it was stuck inside an echelon 10 microcatheter from covidien. There was no adverse event reported, and the component will be returned for analysis. Except for the distal section adjacent to the ball tip, the entire coil was returned stretched and removed from the microcatheter. The coil unraveled out of the soldered section. The echelon 10 microcatheter passed inspection and functionality testing. The echelon 10 microcatheter most likely did not contribute to the field complaint except as noted below. The most likely contributing factor to the coil becoming stretched when being retracted from the inside the aneurysm was due to the coil becoming anchored on itself, the coils already dwelling inside the aneurysm, or on the distal tip of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter". A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received, and the events reported on the device were confirmed with the analysis. Based on the information and analysis, the event might be procedural related, however this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions.